Manufacturer narrative:
Tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was approximately 200 mg/dl. Reportedly, customer did not remove air from the cartridge prior to inserting insulin. A new cartridge was loaded and the pump performed as intended.